Event description:
It was reported that loss of consciousness occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient was not under general anesthesia for the procedure. The patient was discharged the same day around 6:30pm. The patient was later discovered unresponsive in the bathroom by spouse. The patient returned to the hospital for evaluation. Brain computerized tomography (CT) did not show stroke. Transesophageal echocardiogram (tee) visualized the implanted device which showed no issues. The patient remained admitted to the hospital and intubated for comfort.